Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt the moderately tortuous and mildly calcified artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.